Event description:
A call to technical services was made on 9/27/2013 stating that patient had 3 inappropriate shocks that were due to noise and appeared to be fractured rv lead as 4 of the last 5 daily impedance measurements were >3000 ohms and egm's for shocks episode showing noise on the rv egm only. They did x-ray and noted 2 leads in the ventricle and one in the atrium but medical records is not clear what leads are being used but likely biotronik. There is no other information available at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).